Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device found deformation at the posterior locking feature suggesting that the insert may not have been properly mated with the tibial base during the insertion attempt. Otherwise, the insert does not display any observable irregularities that would contribute to attachment difficulties. In the opinion of this reviewer, there does not appear to be anything adverse about the product; however, it would be difficult to confirm by measuring the product since it may have been deformed during the attempted insertion, resulting in geometry that is no longer the same as originally manufactured. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information provided, the root cause of the insertion difficulty cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Fb insert would not fully engage the tibial tray.